Manufacturer narrative:
Event date: "4 weeks ago". The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling ¿really full¿, specified as bloated and large abdomen, nauseous, pain in the shoulder and a slight issue with breathing during dwell 2. The patient was connected to the homechoice device at the time of the events and reported feeling full "even after treatment is done". The patient reported they would continue to do manual drains at the end of the therapy unit they drain 1000ml. The patient did not bypass any cycles. Manual drains were initiated with a drain volume of 1002ml, 1798ml, 166ml and 200ml. The programmed fill volume was 2000ml and 85% tidal volume. The patient wanted to end therapy and stated they would not continue therapy once draining was completed. The patient was instructed by the pd nurse to contact the physician as draining did not relieve the patient's symptoms. The device was operational, and a swap was not necessary. There was no report of a medical intervention associated with this event. No additional information is available.